Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead showed high, out of range pacing impedance values. The patient was being prepared for a magnetic resonance imaging (MRI) procedure that was cancelled. All vectors on lv lead showed in range impedance when checked at clinic, there was no evidence of fracture. The patient will have MRI soon. The lv lead and crt-d remain in service. No adverse patient effects were reported.